Manufacturer narrative:
The follow-up report is being filed to correct information that was reported in error on the initial report.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010 and a left total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, damage to bone/tissue, lack of mobility, metal poisoning, metallosis, elevated metal ion levels and infection. Subsequently, patient underwent revision procedures of the left hip on (B)(6) 2011. There has been no reported revision procedure of the right hip to date. A review of the invoice history confirmed the surgery dates and indicates that all components were removed and cement spacer molds were implanted. Subsequently, invoice history further indicates patient was reimplanted on (B)(6) 2011. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative infection and allergic reaction." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 6 mdrs filed for the same event (reference 1825034-2014-03982/03987).